Manufacturer narrative:
The investigation is still ongoing. Results will be reported in a follow-up report.

Event description:
It was reported that the ventilator stopped working while being used on pt. No alarms were generated. A restart was possible. No injury reported.